Event description:
Customer reported the system is intermittently not booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the cpu. System operates as intended.